Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed on a stored egm due to post-paced t-wave oversensing. The patient was asymptomatic. Programming changes were made and further testing was recommended. The patient was doing fine.